Event description:
The customer reported that the 840 ventilator had a blank display. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcb). The cse upgraded the software to the current revision and ran the extended self-test (est), short self-test (sst) and the performance verification test (pvt) and the device operated within the mfg specifications.